Event description:
It was reported via repair work order that the brake pedal does not always lock due to a faulty brake crank assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.